Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed a full circumferential liner delamination with bunching approximately 2.50 inches from the distal tip. The c marker was present. The distal tip exhibited axial and radial tearing along the distal liner edge, with associated hdpe stretching. Additional findings included soft tip damage and stretching, multiple scratches along the distal sheath tip and soft tip, and all score lines were confirmed present. The provided 3mensio imaging indicated tortuosity and calcification within the patient's access vessels. Due to the nature of the reported issues (distal tip tearing and liner delamination), no applicable dimensional or functional testing could be performed. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed through evaluation of the returned device/device imagery. However, no manufacturing non-conformance was identified during the evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "the balloon on the delivery system ruptured during deployment. Despite this, the valve was successfully deployed. The implanting physicians attempted to retract the delivery system and introduce the commander balloon into the 14f esheath within the descending aorta. However, this maneuver resulted in bending of the sheath tip, and fluoroscopy revealed that the sheath had split. Given the resistance encountered during removal of the delivery system, the team agreed that excessive force should be avoided." Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio imagery showing an indication of tortuosity, curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. It is also possible that high withdrawal forces during retrieval of a delivery system with an altered balloon profile (burst balloon) may promote a torn tip if compounded with non-coaxial withdrawal angles. However, with no reported difficulty advancing the delivery system through the sheath, it cannot be confirmed whether the distal tip tear occurred during insertion of the delivery system or as a result of withdrawal issues. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. The reported event of liner delamination was confirmed through evaluation of the returned device/device imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event as it was reported that "the balloon on the delivery system ruptured during deployment implanting physicians attempted to retract the delivery system and introduce the commander balloon into the 14f esheath within the descending aorta. However, this maneuver resulted in bending of the sheath tip, and fluoroscopy revealed that the sheath had split." Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner. The operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure utilizing a 26mm sapien 3 ultra resilia valve, the balloon on the delivery system ruptured during deployment. Despite this, the valve was successfully deployed. The implanting physicians attempted to retract the delivery system and introduce the commander balloon into the 14f esheath within the descending aorta. However, this maneuver resulted in bending of the sheath tip, and fluoroscopy revealed that the sheath had "split". Given the resistance encountered during removal of the delivery system, the team agreed that excessive force should be avoided. A decision was made to cut the commander at the proximal end to separate the pusher/balloon catheter system from the inner balloon shaft. Multiple attempts were made to snare the balloon/shaft for removal through the esheath, but these were unsuccessful. Subsequently, contralateral access was attempted using a 22f non-edwards sheath to facilitate snaring and removal of the balloon; however, anatomical challenges prevented success. Ultimately, percutaneous axillary access was established with a 22f non-edwards sheath, through which the balloon shaft was successfully snared and removed. The 14f esheath was then extracted without any vascular complications. The device will be returned for examination. The possible root cause was stj calcium. The provided device-related photos were reviewed, and the following was observed: distal liner is circumferentially delaminated and bunched, the liner appears fully expanded as designed, the distal tip appears radially and axially torn, stress mark on shaft near distal end of sheath, and based on the provided photos, the presence of the c-marker band is unable to be determined.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-08964.